Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The high blood glucose level was 400 mg/dl. Customer¿s blood glucose value was 284 mg/dl. Customer specified other relevant blood glucose and the blood glucose value was 86 mg/dl, 135 mg/dl and 216 mg/dl. The product will return for the analysis.